Manufacturer narrative:
Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non-target location, or retracted and removed through a surgical cutdown. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the tricuspid regurgitation is unknown; however, according to the operator, while tracking the delivery system through the tricuspid valve to the pulmonic position, a native tricuspid leaflet tore. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 26mm sapien xt valve was deployed in the intended position in a conduit patch in the pulmonic position via transvenous (right femoral vein) approach. After the case was completed, hemodynmics were checked via angiogram and there was tricuspid regurgitation. An echo (tte) was performed to assess the valve and moderate-severe leak of the tricuspid was observed. The patient was brought back to surgery and their chest was opened to repair the tricuspid valve. The patient is currently stable. There were no edwards device malfunctions during the sapien xt implantation. According to the cardiologist, a torn leaflet using the sapien xt valve to cross the tricuspid valve may have contributed to the event.